Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The tip of the invictus mis polyaxial screwdriver broke off during surgery. The surgeon was able to retrieve the broken tip. No patient injury was reported.